Event description:
It was reported that pump touchscreen was unresponsive, as customer stated that number 3 did not respond when attempting to unlock pump and required multiple attempts to unlock. There was no reported impact to the customer¿s blood glucose level. Customer was out of warranty, and no additional information was received regarding troubleshooting steps or further actions taken by customer or technical support.